Event description:
Our hospital has been monitoring events related to vaccine administration and syringe failures. Over the last month, we have received 1 vaccine related equipment failure events. This has occurred while the vaccine was being prepared or during administration. Failures note that the syringes appear to have cracks in or around the hub and medication has leaked out. Example of event: ¿while getting the medication ready to administer the hub cracked and the influenza vaccine leaked out.¿ ¿there is a faulty connection between the standard influenza vaccination and needle. Vaccination leaked out where needle screws onto the syringe.¿ our organization is aware that crossed threaded or over tightened luer locks can leak or become disconnected. Our organization is waiting to hear back from both manufacturers on next steps.